Event description:
The deep brain stimulator was set to deliver therapy at 3.5 volts, pulse width 120 microseconds, 158 hertz, case+, 2 anodes. The battery depleted after 13 months and was replaced. The pt recovered without sequela after replacement.

Manufacturer narrative:
(B) (4).